Manufacturer narrative:
All available information was investigated, and the reported difficulty grasping the leaflets, difficult removing (clip caught in the sub-valvular apparatus), slda, and poor image resolution could not be replicated in a testing environment as they were related to patient and/or procedural conditions. In addition, due to the condition of the returned device (clip not returned), the reported difficulty deploying the clip (difficult or delayed activation) could not be tested. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult grasping and difficult removing (clip caught in the sub-valvular apparatus) appear to be due to the report poor image resolution. The reported poor image resolution was due to the valve target was very lateral. The reported slda appears to be due to the difficult deploying the clip. However, a conclusive cause for the reported difficulty deploying the clip cannot be determined. The reported patient effect of tissue injury appears to be due to difficult removing (clip caught in the sub-valvular apparatus. Tissue is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as two additional clips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, a prolapsed posterior and a flail. An xtw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the sub-valvular apparatus. Troubleshooting was performed and the clip was successfully removed from the sub-valvular apparatus. However, it was observed that a chordal rupture occurred. It was noted that there were difficulties grasping both leaflets. The physician decided to proceed with deployment of the clip. During deployment, it was noted that the clip was no longer attached to the anterior leaflet and mandrel did not separate from the clip. Troubleshooting was performed and the clip was then deployed. To stabilize the clip, two additional clips were implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, a prolapsed posterior and a flail. An xtw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the sub-valvular apparatus. Troubleshooting was performed and the clip was successfully removed from the sub-valvular apparatus. However, it was observed that a chordal rupture occurred. The physician decided to proceed with deployment of the clip. During deployment, it was noted that the clip was no longer attached to the anterior leaflet and mandrel did not separate from the clip. Troubleshooting was performed and the clip was then deployed. To stabilize the clip, two additional clips were implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure.